Event description:
It was reported that the patient had an intentional drug overdose. The patient experienced altered mental status, decreased responsiveness, toxic encephalopathy, and respiratory failure. The event resulted in in-patient hospitalization. The CT was negative. The patient was given a normal saline bolus, oxygen, a psychiatric consult, court ordered treatment through (B)(6) 2013, and prescribed zyprexa (2.5mg), metatonin, and quetapine. The patient discontinued geodon. The event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v644605, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Additional review of the event indicated that with the information provided in this case, the intentional overdose is not related to the interstim therapy device or therapy. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient also had hypertension as a symptom.